Event description:
It was reported that a catheter kink occurred in the distal segment/spinal incision area. The patient had come in for a pump replacement and during the procedure the health care provider (hcp) could not aspirate through the catheter nor could they flush. The hcp thought they would have to replace the catheter. The hcp then opened up the spinal pocket and noted a kink. The kink was then straightened out and good flow was seen at the end of the catheter. The hcp added an elbow anchor where the hcp had to only push the catheter into the anchor instead of sliding onto the anchor and suturing down. The hcp then hooked up the sutureless connector to the pump and was able to withdrawal from the catheter access port. He was also able to prime the internal tubing and catheter without incident. Diagnostics had included a dye study and x-rays. No patient symptoms were reported and the patient status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709, lot# l80324, serial# (B)(4), implanted: 2000 (B)(6); product type catheter. (B)(4).